Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump's battery was warm to the touch. The pt denies any presence of corrosion on the battery compartment or on the battery. She denied any exposure to moisture or any visible pump or battery cap damage.